Manufacturer narrative:
(B)(4)

Event description:
Procedure type: colon resection.according to the reporter: patient was brought back to dr within 24 hours of initial procedure. Surgeon said staple line was open. His concern was sepsis. Current patient status: ok there was tissue damage and a re-operation. Surgeon cut-out the section of bowel and re-did the bowel anastomosis